Manufacturer narrative:
Patient information is not available for reporting. Additional device product code: hrx. UDI: (B)(4). Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2017, the tip of a drive shaft-minimum 520mm length for use with reamer irrigator aspirator (ria) broke off and was retained in the ria tube assembly. The reamer head disconnected from the tube but was recovered easily from the canal. This resulted in a five (5) minute delay. No medical intervention was needed. The remainder of the case proceeded without incident. Patient outcome is unknown. Concomitant devices reported: ria tube assembly min 520mm length-sterile for 314.743 (part # 314.746s, lot # unknown, quantity # 1), ria reamer head (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) drive shaft-minimum 520mm length-for use with ria. This is report 1 of 1 for complaint (B)(4).